Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred and the cartridge was leaking from the o-ring. Reportedly, the pump was not outside the labeled altitude operating range, a new cartridge was loaded and insulin delivery was resumed. The customer's blood glucose was 258 mg/dl.